Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/28/2016 with the following findings: investigation revealed a battery compartment crack. Unrelated to this issue, the keypad was peeling off. A leak test was performed and failed due to a keypad leak and due to a battery compartment crack. Upon removal of the keypad, moisture was observed on all button contacts. The pump was opened up and no further moisture was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack. This report is made based on results of investigation completed on (B)(6) 2016.